Event description:
It was reported by the customer that a pyxis medstation system had a duplicate pocket. The customer stated that the drawers 3.1 and 3.2 were replaced last week, but drawer/cubie pocket showing empty on server. The duplicate pockets that say it is empty, and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device is not communicating properly. The technical support specialist mentioned that the customer unloaded and reloaded the entire drawer. The system functioned as intended after the field service engineer troubleshooted the device.